Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump died after changing battery. The customer¿s blood glucose level was 104 mg/dl. The customer was assisted with troubleshooting. The customer reported that insulin pump exposed to moisture, fluid present in battery compartment. The customer advised that the insulin pump will be replaced and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement and displacement test. No low battery alarms or unexpected battery power loss noted during testing. Device functioning properly. Device also received with corroded battery tube. (B)(4).